Event description:
Reporter alleged the information on test strip vial used with the blood glucose monitoring device could not be read because it was worn off of the bottle. Reported stated the use by date and lot number are missing however alleged it might be due to being in his pocket and was scratched off. A request was made for the return of the suspect test strips, however replacement was denied.